Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse removed and cleaned the cup presence flag assembly. He also verified the cup transfer to waste alignment then increased het z-axis parameter from 270 to 300 counts. The fse ran a cup transfer macro to test operation. The fse then cleaned the sample nozzle. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2163 c. Transfer cup not released was a dirty presence sensor.

Event description:
On (B)(6) 2017, a customer reported error 2163 c. Transfer cup not released on the aia-900 instrument. The customer completed an all set home then cleaned the sample probe and pick-up chuck in the closed position. The error persisted. The customer is unable to run patient samples on prolactin (prl) and progesterone (prog). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl and prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.